Event description:
(B)(4). Case truncated due to space limits: previous version. Initial info was rec'd from a (phys) via a comp rep on 11apr08 with add'l info rec'd from cons (also office administrator for phys) on 22apr08: phys reported that the (B)(6) female (pt) rec'd an inj under the eyes with poly-l-lactic acid. The pt has a lower blepharoplasty and developed a number of nodules. Phys commented that the pt "may need another lower blepharoplasty to correct." Pt was injected w/collagenase, and a couple of nodules had been removed surgically. Dr had sent out nodules for biopsy (bx). Path report came back granuloma. He noted that the pt may need another lower blepharoplasty to correct the event. Cons was contacted by (B)(4) and she stated receiving tx with sculptra in (B)(6) 2007 and on (B)(6) 2008 to "make her look younger." In (B)(6) 2007, the cons had 2.5cc sculptra (left over from another pt) injected to her lower eye lids. Lot # and info regarding reconstitution for the (B)(6) 2007 injection not available. Within 1 week of the first tx w/sculptra, she got a big lump under her eye. She had no tx prior to lump removal. On (B)(6) 2008, cons received 5cc, a full vial of poly-l-lactic acid, lot# a6015/exp nov08, reconstituted with "bsw," (clarified cons as sterile water), and 1cc lidocaine, injected to both bottom eye lids. The lump was removed via a small incision on (B)(6) 2008, and the path results revealed cholesterol granuloma. The lump has not recurred. She still has other raised areas/lumps under the eyes that she can feel and see, and which were tx's w/collagenase injections to lower eye lids from a different phys about a month ago. She has noted some improvement in the lumps but she is not completely satisfied. She is supposed to see this phy (B)(6) 2008 for possibly further collagenase injections. Cons reported (rep) that phys (her boss) feels that she will get best results if she has a lower blepharoplasty. Cons has a history (hx) of a lower blepharoplasty in (B)(6) 2006 to remove fat pockets and excess skin; sculptra was injected to same area in which the cons had the previous blepharoplasty. Concomitant med and med hx was provided, including a recent diagnosis (dx) of hypertension, currently on losartan (cozaar) and recent weight loss of 20 pounds w/dieting. Cons stated that she has no hx of high cholesterol. No further med info provided. Add'l info for sculptra (lot # a6015/exp date 30nov08) from (B)(4): brr was w/o hint to root cause. Review of the device hx report (DHR) and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The invest results show that this kind of event is not batch related. Conclusion: no faults detectable. (Nfd) add'l info for sculptra (lot #/exp date unk) from (B)(4) and add; info for sculptra (lot #/exp date unk) from (B)(4) (same results): brr was w/o hint to root cause. Since no lot# is available, an invest has been performed on the doc of all potentially involved manufactured batches. The review of the dhrs and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The invest results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: nfd. Case upgraded to serious after add'l info rec'd from md on 10jul08: phys. Returned medwatch, sculptra form and office notes: on first injection of poly-l-lactic acid, (lot #a6015 w/exp nov08) vial diluted with 5cc sterile water/lml (lido) w/(epi) 1:100000 2.5 to 3cc injected to lower eyelids, infraorbital areas. On (B)(6) 2008, 2nd inj sculptra (lot# a6015 w/exp nov08), full vial diluted with 5 cc bsw with 1 cc 1% lido with epi, 5-6cc injected to lower eyelids infra orbital area and zygomatic arches. Instruction was to "massage areas 5 min/5d/5xd." On (B)(6) 2008 "u.s." To periorbital area to help resolve bruising and inflammation. Four mins at 50% 3.0 mhz-1.5 wcm2. Phys notes: "numerous granulomas, ext," that were saved in formalin. A bx was taken (B)(6) 2008. Bx path report dx- "cholesterol granuloma": gross description: two fragments of soft tissue were submitted, 0.3x0.2x0.2 cm and 0.2x0.2x0.1 cm; microscopic description: "the sections at all levels contain nodular masses of fibroconnective soft tissue devoid of epidermal lining and/or skin appendigeal structures. The nodular masses are composed of a cholesterol granuloma characterized by clefts surrounded by foreign body type giant cells. No atypia or malignancy recognized." (Photo included.) Note indicated that "eventually we had to do a lower lid blepharoplasty to remove the ext population of nodules and get more normal lower lid contour. Not yet resolved, as she will most likely need further tx (surgical versus injection)." The surgery was done on (B)(6) 2008 under local anaesthesia (1.5 cc 1% lido with epi,) with oral sedation: "revision blepharoplasty of lower lid w/removal of granuloma/nodules from sculptra;" no complications (operative note included.) No further med info reported. Addl info rec'd by (B)(4) on 20jan2008 via (B)(4) completed cons questionnaire, hcp and sculptra ae forms and from phys via comp sales rep. Addl info provided included nodules under lower eye lids and currently ong. Con meds rept'd include lisinopril 10mg initiated in (B)(6) 2008 and ongoing for blood pressure and dosage for escitalopram oxalate (lexapro) reported as 20 mg daily, initiated in (B)(6) 2007 and ongoing. Pt had 2nd blepharoplasty done to remove nodules, and they're gradually improving. No further info reptd. Add'l info for (sculptra) (lot #exp date unk) from (B)(4): brr was w/o hint to root cause. Since no lot # is avail, an invest has been perf'd on the doc of all potentially involved manufactured batches marketed in USA. The invest results show that this kind of event is not batch related. Concl: nfd.